Event description:
A clinical incident involving a multivac xl arthrowand was reported to arthrocare corporation. During a hip arthroscopy procedure, the electrode detached from the tip of the wand in the surgical site and was not found. The electrode may have remained in the patient's hip joint. It was reported the patient's hip was injured. No further information was provided regarding detail of injury to the patient's hip. It was also reported the injury was not treated and no additional procedures were required to treat the patient's injury.

Manufacturer narrative:
(B) (6). The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation.